Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. The cause of the delivery issue was patient condition related due to patient anatomy.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 78-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an impella cp pump met resistance during attempted implant. It was noted that the device would not track over the aortic arch due to severe calcification and existing aortic stenosis. Due to the noted issue, the decision was made to abort the implant. There was no patient harm.